Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported out, and questioned by the pharmacy. The sample was repeated on the same instrument, resulting higher. The next day the sample was repeated again, once on the same instrument and once on an alternate instrument, and both results matched the previous repeat result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered damage on the aliquotter probe and replaced and aligned it. Precision tests were run, resulting as expected. The cause of the discordant, falsely low vancomycin result is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.